Event description:
Patient reports "breast have been itchy, particularly right one with increased pain, constant throbbing, increase in size". Patient further reports they are ¿very concerned as their surgeon has informed them that they are at high risk of bia- alcl following the discovery of fluid buildup in the breast¿. Device remains implanted. This relates to the right device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ pruritus: unable to observe since it is not related to the device. ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. Additional observations: ¿ no other observations observed on the device.

Event description:
Patient reports "breast have been itchy, particularly right one with increased pain, constant throbbing, increase in size". Patient further reports they are ¿very concerned as their surgeon has informed them that they are at high risk of bia- alcl following the discovery of fluid buildup in the breast¿.this relates to the right device. The device has been explanted.